Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had exhibited an infection. In addition, the patient was experiencing an increase in heart rate and felt better after being treated with antibiotics. No additional adverse patient effects were reported. The ICD remains in service.